Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the circular seal was cut. The envelope seal was stretched and out of alignment. The cannula appeared intact. The obturator received inserted in to the cannula. Prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, when the obturator was inserted into the cannula, the nurse noted it was very tight. The sales rep confirmed the reported condition and that the device was different from his own device for demonstration. He also confirmed that the lumen of the tip of cannula was narrow and there was resistance when obturator was inserted there. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, when the obturator was inserted into the cannula, the nurse noted it was very tight. The sales rep confirmed the reported condition and that the device was different from his own device for demonstration. He also confirmed that the lumen of the tip of cannula was narrow and there was resistance when obturator was inserted there. There was no patient injury.